Manufacturer narrative:
Block e1: initial reporter first name: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2025. The anatomical location is unknown. During the procedure, the clip would not open. It was noted that the clip prematurely deployed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2025. The anatomical location is unknown. During the procedure, the clip would not open. It was noted that the clip prematurely deployed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter first name: (B)(6). Block h11: block h6 has been amended to reflect a correction identified during review on january 15, 2026. Imdrf device code a15 (clip partial release) at an unknown anatomy location is nonreportable. Following this correction, the manufacturer has determined that the event does not meet the reporting criteria for the device in question.